Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n (B)(4)) displayed a mid: 09 (air trap assembly) error message during start up. The user tried troubleshooting the issue by cleaning and drying the sensor holes, without success. There was no patient involved during this event. No additional information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. The review of the patient data and event log showed mid: 9 (air trap assembly) error message thus confirming the reported complaint. The airtrap was investigated and found the airtrap driver print was damaged by saline in summary, the reported complaint of thermogard displaying mid: 9 error message was confirmed during event log review and functional testing. The root cause was due to saline leak. The airtrap assembly was replaced and the pump raceway sealing was verified. The console passed all final functional and electrical testing and operated within manufacturer's specifications.